Manufacturer narrative:
(B)(4). Date sent 1/8/2025 d4 batch #153d65 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the one psee45a device was returned inside its package opened; upon visual inspection, the manual override door was out of position, no apparent damage was noticed on the handle shroud and bailout door. Additionally, a photo was provided and it showed the manual override door was out of position in one unopened packaging. After installing the manual override door, the device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The defect observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 153d65, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/19/24. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, c9ef30, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, before used on the patient, it was observed that the manual override door on the device dropped. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.